Event description:
It was reported that the pump battery was no longer charging, and it was discovered that the usb port was damaged, making it impossible to insert a cable. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for further evaluation, and a replacement pump was provided.